Event description:
(B)(6) study. It was reported that 1st degree atrioventricular (av) block and left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given, and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received loading doses of 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was not performed. The native aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day of index procedure, the patient developed 1st degree av block. No diagnostic procedure was performed, and no action was taken to treat the event. At the time of reporting, the event was considered to be recovered / resolved. Also on the same day of index procedure, the patient developed lbbb. No diagnostic procedure was performed, and no action was taken to treat the event. At the time of reporting, the event was considered to be not recovered/ not resolved.

Event description:
Reprise IV study. It was reported that 1st degree atrioventricular (av) block and left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given, and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received loading doses of 325mg of aspirin and 300mg of clopidogrel. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was not performed. The native aortic valve was treated with deployment of a 25mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day of index procedure, the patient developed 1st degree av block. No diagnostic procedure was performed, and no action was taken to treat the event. At the time of reporting, the event was considered to be recovered/ resolved. Also on the same day of index procedure, the patient developed lbbb. No diagnostic procedure was performed, and no action was taken to treat the event. At the time of reporting, the event was considered to be not recovered/ not resolved. It was further reported that the lbbb event was considered to be recovered.

Event description:
Reprise IV study. It was reported that 1st degree atrioventricular (av) block and left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given, and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received loading doses of 325mg of aspirin and 300mg of clopidogrel. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was not performed. The native aortic valve was treated with deployment of a 25mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day of index procedure, the patient developed 1st degree av block. No diagnostic procedure was performed, and no action was taken to treat the event. At the time of reporting, the event was considered to be recovered/ resolved. Also on the same day of index procedure, the patient developed lbbb. No diagnostic procedure was performed, and no action was taken to treat the event. At the time of reporting, the event was considered to be not recovered/ not resolved. It was further reported that the lbbb event was considered to be recovered.

Manufacturer narrative:
The angiographic procedure media was reviewed by a bsc quality engineer. The review revealed no advancement of the device was recorded. The device had been fully unsheathed, where a contrast assessment of the aorta was performed. The device had been fully re-sheathed, before being fully locked. A contrast assessment at lock showed the device at a good position, with flow visible through both main coronary arteries. The release stages of valve were not recorded, with the final available contrast assessment performed. There appeared to be a moderate waist on the implanted lotus edge valve, which was at a good position. Paravalvular leakage was visible at the left coronary cusp (lcc) side of the implanted valve. The device was successfully deployed at a good position. Paravalvular leakage was visible at the left coronary cusp side in the final available contrast assessment